Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).a device history record (DHR) review was not applicable or relevant because no product was returned; and thus, an investigation could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation; and therefore, root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump continued to alarm no disposable, pump won't run. It was verified that the pump was properly attached to the cassette. Patient used a back up pump for remodulin intravenous infusion which was received for pulmonary arterial hypertension (pah). No patient injury was reported.